Event description:
It was reported that the patient was referred for surgery due to an impedance problem. Implant card was later received reporting a generator replacement due to high impedance. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5. Describe event; corrected information, initial MDR inadvertently omitted information known prior to submission. B6. Relevant tests/laboratory data, including dates; corrected information, initial MDR inadvertently omitted information known prior to submission. D1. Brand name; corrected information, initial MDR inadvertently listed wrong brand. D4. Model #, serial #, lot #, expiration date, primary UDI number; corrected information, initial MDR inadvertently listed wrong device. D5. Operator of device; corrected information, initial MDR inadvertently selected wrong option. D6a. If implanted, give date; corrected information, initial MDR inadvertently listed wrong date. D6b. If explanted, give date; corrected information, initial MDR inadvertently listed wrong date. H6 adverse event problem codes; corrected information, initial MDR inadvertently listed wrong codes.

Event description:
Update was received that impedance was resolved after pin re-insertion. As battery level was seen at a low percentage range, the surgeon elected to also replace the generator. The explanted device has not been received to date. No other relevant information has been received to date.